Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support was having ectopy. The impella was repositioned with results of less ectopy. The patient bridged to transplant.